Event description:
It was reported that the patient was in the emergency room after hearing the alert go off. Three months prior the device had a power on reset occur. A save to disc was not able to be collected at this point due to a memory stick not working. The diagnostic data was cleared and new data is now being collected. The lead integrity alert algorithm was re-loaded into the device. The device remains in use. No patient complications were reported as a result of this event. It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was in the emergency room after hearing the alert go off. Three months prior, the device had a power on reset occur. A save to disc was not able to be collected at this point due to a memory stick not working. The diagnostic data was cleared and new data is now being collected. The lead integrity alert algorithm was re-loaded into the device. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed that it did not meet expected longevity, cause unknown.